Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure the implantable pulse generator (ipg) was exhibited a device reset and the battery voltage and longevity values were unavailable to be viewed. The ipg was reinterrogated in-clinic. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.